Event description:
A report was received from health canada's canada vigilance program which states, "patient's systolic pressure had dropped from 120s to 60s. Started levophed at 2 mcg/min and a rapid fluid bolus in order to maintain patient's pressure, sbp increased to 90s. The alaris pump, which was plugged in, suddenly showed a critical error message and shut down. Luckily, we had another pump on hand and quickly transferred the levophed infusion to a new alaris pump while the rapid fluid bolus hung by gravity."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "patient's systolic pressure had dropped from 120s to 60s. Started levophed at 2 mcg/min and a rapid fluid bolus in order to maintain patient's pressure, sbp increased to 90s. The alaris pump, which was plugged in, suddenly showed a critical error message and shut down. Luckily, we had another pump on hand and quickly transferred the levophed infusion to a new alaris pump while the rapid fluid bolus hung by gravity."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.